Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 09/30/2013, belt: 08/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home during the event. Review of the download data indicates that on (B)(6) 2017 at 17:59:46 the patient entered into polymorphic vt from 250 to 260bpm with varying amplitude which degraded to vf with varying amplitude. The detection lasted approximately four minutes. No treatment was delivered due to the varying amplitude. The response buttons were then pressed. It is unknown who pressed the response buttons. The patient again entered vf at 18:15:50 during which three shocks were delivered. The post-shock rhythm after each shock was asystole. The patient then entered an idioventricular rhythm at 18:20:23 during which one final shock was delivered. The rhythm after the shock was bradycardia at 30bpm. The patient's rhythm entered asystole during which CPR artifact was evident on the patient's ECG. The device was disconnected and the patient passed away.